Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not planned at the moment.

Event description:
At a routine follow-up high channels were seen. Further technical checks are considered. Considering that implantation was so difficult and the lack of benefit from the device, re-implantation is unlikely.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine follow-up high channels were seen. The user has never shown much benefit with the device.